Event description:
A malfunction alarm was reported on the customer's pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction did not reoccur afterward, and the customer was instructed to continue using the pump and to call back if the issue happened again.